Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and exit block.

Manufacturer narrative:
Product event summary: the performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated which resulted in dyspnea, low blood pressure, tachycardia and pericardial/ cardiac tamponade. It was also reported that the right atrial (ra) lead exhibited high threshold and exit block. The lead was explanted and replaced. Drainage was performed and aspirin treatment was paused for ten days. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and perforation. It was also reported that the right ventricular (rv) lead exhibited high threshold and exit block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead has been returned for analysis and analysis is currently pending. In addition, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and perforation. It was also reported that the right atrial (ra) lead exhibited high threshold and exit block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was reported that the right atrial (ra) lead exhibited high thresholds and exit block.